Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced irregular heartbeat, palpitations, and possible diaphragmatic stimulation. A loss of atrial capture and sensing, and high thresholds were exhibited with the right atrial (ra) lead. Upon further evaluation, the physician indicated that the lead had pulled back due to the patient falling; the fall was unrelated to the function of the device or lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.